Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated hypoglycemia while using the ilet and disconnected the system, then transitioned to multiple daily injections; the lowest documented glucose was 43 mg/dl with several hours spent below target, and the user treated lows with oral carbohydrates before stopping use. Symptoms included hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included transient clinical impact without hospitalization or emergency treatment. Investigation included review of user-reported glucose data, device use practices, and provision of troubleshooting and education regarding meal announcements, low treatment, algorithm function, targets, and adaptation. Investigation of this case revealed no device alarms or malfunctions and indicated user hesitancy and potential use-pattern factors, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.